Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other nc trek referenced in describe event or problem is being filed under a separate medwatch report number.

Event description:
It was reported that before use, the protective sheath of the first nc trek 3.75 x 12 mm balloon dilatation catheter was difficult to remove and when the protective sheath was removed, it caused the balloon to stretch. The device was not used and there was no patient involvement. When the second nc trek 3.75 x 12 mm balloon dilatation catheter was being prepped, the protective sheath was difficult to remove and there was an inability to fill the balloon as it appeared to be clogged. There was no leak visible. The contrast ratio to saline was 1:1. Another balloon was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the previously filed medwatch report, additional information was received stating the device was prepped (air aspirated) with the sheath on.